Event description:
It was reported that the pt had a problem with her neurostimulator. The pt felt "some stimulation around the titan anker some time after last follow up." The stimulation occurred several times under programming and sometimes the pt felt the stimulation" on the other side when the lead is on the right." The pt also felt stimulation on the left side. A company representative reprogrammed the neurostimulator "many times" to find a good combination of stimulation. The representative noted that the electrode measurement was "strange." The representative stated "the first measurement many connections turns out to be over 4000 ohm and after adjustment on pulsewidth on 300 micro sec many connections came up with 1999 ohms." The pt was not injured and was "fine" after reprogramming. A follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history/batch record review, trending by product line, the failure mode and effects analysis, and the system and user misuse analysis. The lot number was not available for a batch records review. A review of the complaint history from may 2009 to august 2010 for cidex opa solution/disopa solution for 'hr-allergic symptoms" indicates an average of dpmo (defects per million opportunities) of less than two with a decreasing trend. The cidexopa fmea (failure mode and effects analysis) and shuma (system hazard and user misuse analysis) were reviewed. The fmea score of user allergic symptom due to inadequate use of ppe (proper personal equipment) is below the threshold of 100, therefore, no further action is necessary to reduce risk at this time. The shuma assessment due to improper use of ppe has been assessed a category 1 , broadly acceptable risk. The disopa solution is manufactured and sold exclusively in (B)(6). The disopa is similar to cidex opa solution sold in the united states. It was reported that an hcw (healthcare worker) experienced eczema and itching on the hands after direct contact with an instrument disinfected with disopa solution. She had experienced these symptoms in 2007 and was prescribed an ointment. Her symptoms had improved when she started wearing gloves and applying the ointment. With this complaint, she did not seek medical attention. It was reported that she does not always use gloves when working with disopa. No product was returned for evaluation. The cidex opa/disopa instructions for use (IFU) states to avoid contact with eyes, skin, and clothing. Direct contact with skin may cause temporary staining. Repeated contact with skin may cause skin sensitization. The IFU states to use gloves of appropriate type and length, eye protection and fluid-resistant gowns. Therefore the most probably cause is due to improper use of personal protective equipment (ppe). The j&j representative in (B)(4) reviewed and recommended use of gloves with the customer. Asp will continue to monitor for trends.

Event description:
A report was received that a health care worker experienced eczema and itching on her hand after direct contact with an instrument which had been disinfected in disopa. She had previously experienced the same symptoms, but was getting better by using gloves when using the product.